Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient. Crack. Evaluation results: visual inspection of the returned lens showed the optic was torn and a piece of the lens was torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned lens a root cause could not be determined. A CAPA has been open to investigate this types of events (B)(4).

Event description:
It was reported that the optic of aq2015 three piece silicone lens cracked as the lens was inserted into the eye. The surgeon cut and removed the lens without any injury to the patient. Customer stated lens was loaded properly and there appears to be a problem with the device.